Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported by the patient that the device had a ¿line blocked¿ alarm and a blood glucose reading over 400 milligrams per deciliter while they were on a cruise. Emergency services were not required. Pwd attempted to resolve the alarm using the current cassette, but the issue persisted. The alarm was resolved by changing both the cassette and the infusion set. Pwd inserts infusion sets in the abdomen and uses alcohol to clean the site but is unable to use skin-tac due to an allergy. The event occurred while in use with patient. There was no patient injury.